Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. No damage was noted on the keypad traces. No unlocked connector on the display board was noted. No moisture damage was noted on the electronic assembly.

Event description:
The customer's father reported that a button on the insulin pump was not working. The up arrow is not responding. The blood glucose reading was 170 mg/dl. Prior to the event, the insulin pump was inside a lunch bag cooler for two minutes. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.